Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, no visual inspection, functional testing, or dimensional testing could be performed. A review of procedural videos/imagery/photographs was performed. It was observed the patient had tortuosity present. The thv was tracking through tortuous anatomy with the valve not fully aligned on the delivery system. The flex tip was slightly pulled back and the valve moved slightly more proximal. The valve was not centered on the alignment markers before deployment. There was asymmetrical thv deployment due to improperly aligned valve. The balloon burst after partial inflation. The valve was able to be deployed properly post deployment.DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed other similar complaints. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 to march 2021 revealed other similar complaints.the IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, valve alignment: unlock, pull the balloon catheter straight back at the y connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock / unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Note: manage the guidewire position. Guidewire can move proximally during valve alignment. Note: the warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Caution: maintain guidewire position in the left ventricle during valve alignment. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. Note: a gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Note: fine adjustment wheel functions only when the balloon lock is locked. Note: do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Warning: do not position thv past the distal valve alignment marker. This past the distal valve alignment marker. This will prevent proper thv deployment. Additional considerations: compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and flex catheter tip during valve alignment. To correct: move to a different straight section of the aorta (for diving only). If using the balloon catheter, push forward slightly and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Note: thv moves in only one direction relative to the balloon. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage in inability to inflate balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.pull back flex catheter: pull back flex catheter so it is off the balloon during deployment. Unlock the balloon lock. Slowly move back flex catheter (handle) while maintaining position balloon catheter. Position flex tip in the middle of the triple marker. Lock the balloon lock.thv deployment: check and ensure the following: thv is exactly between the valve alignment markers. Flex tip is on the triple marker. Balloon lock is locked. Perform thv deployment. Unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp <50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional consideration: verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. No IFU/training deficiencies were identified.during manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events.the complaints were confirmed base on the provided imagery. However due to no device return engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of the complaint history, DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manual revealed no deficiencies.per the report, the patient had calcification in the annulus/leaflets and a tortuous vessel. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification) may have contributed to the reported balloon burst.per the report, the valve was not aligned to the distal marker and the valve had asymmetrical expansion. As specified in the training manual, valve alignment should be performed in a straight section of the aorta. Performing valve alignment in a tortuous anatomy can induce tension in the system, resulting in high alignment forces when attempting to align the valve over the alignment markers. Additionally, performing valve alignment in a non straight section can lead to the thv unseating from the flex tip (valve diving) further increasing forces necessary to align the valve. Under simulated conditions (valve alignment performed in kink fixture to represent a tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Available information suggests that patient factors (tortuosity) and procedural factors (valve alignment performed in non straight section) may have contributed to the reported valve alignment difficulty. A review of past complaints for similar reported issues suggests that patient and/or procedural factors may have contributed to the reported valve movement on balloon. A product risk assessment (pra) and CAPA was previously initiated to investigate and document the valve movement on balloon issue. In the pra, build up of tension within the delivery system during the procedure (e.g. Via valve alignment in a non straight section, torqueing of the system, patient tortuosity, etc.) Was identified as possible cause of valve movement on balloon. The subsequent release in tension from flex tip retraction could then have contributed to the observed valve movement. There appears to be a sharp bend in the patient anatomy which is an indicative of tortuosity in the patients anatomy. Navigation through the tortuous anatomy could contribute to the build up of tension in the system. As the flex tip is retracted the valve can be noted to have moved more proximally which could be indicative of the release of tension build up in the system upon flex tip retraction prior to valve deployment. Available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment performed in non straight section) may have contributed to the thv moves on balloon event. However, a definitive root cause was unable to be determined.the complaint for balloon burst able to be confirmed. No manufacturing nonconformances were identified during the evaluation. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) may have contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.the complaint for alignment difficulty was able to be confirmed. No manufacturing non-conformances were identified during the evaluation. While a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment performed in non straight section) may have contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.the complaint for thv moves on balloon was confirmed through imagery review. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. Available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment performed in non straight section) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No labeling or IFU/training inadequacies were identified. A CAPA and pra were previously initiated. Not returned to manufacturer.

Manufacturer narrative:
The devices were returned to edwards lifesciences for evaluation. Section h6 was updated. During visual analysis of the returned device it was observed the longitudinal balloon burst was confirmed. There was no balloon material missing. During functional testing, the delivery system was able to be pulled to valve alignment marker and locked with no abnormalities observed. Fine adjustment was able to be used with no abnormalities. With the delivery system at valve alignment position, the delivery system met the collet engagement force specification. During dimensional inspection, the inflation balloon single wall thickness was measured along the edges of the burst location and were found to meet the specification. The complaints were confirmed based on the provided imagery and return device. A manufacturing nonconformance was unable to be determined. A review of the complaint history, DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manual revealed no deficiencies. Per the report, the patient had calcification in the annulus/leaflets and a tortuous vessel. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification) may have contributed to the reported balloon burst. Per the report, the valve was not aligned to the distal marker and the valve had asymmetrical expansion. As specified in the training manual, valve alignment should be performed in a straight section of the aorta. Performing valve alignment in a tortuous anatomy can induce tension in the system, resulting in high alignment forces when attempting to align the valve over the alignment markers. Additionally, performing valve alignment in a non straight section can lead to the thv unseating from the flex tip (valve diving) further increasing forces necessary to align the valve. Under simulated conditions (valve alignment performed in kink fixture to represent a tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Available information suggests that patient factors (tortuosity) and procedural factors (valve alignment performed in non straight section) may have contributed to the reported valve alignment difficulty. A review of past complaints for similar reported issues suggests that patient and/or procedural factors may have contributed to the reported valve movement on balloon. A product risk assessment (pra) and CAPA was previously initiated to investigate and document the valve movement on balloon issue. In the pra, build up of tension within the delivery system during the procedure (e.g. Via valve alignment in a non straight section, torqueing of the system, patient tortuosity, etc.) Was identified as possible cause of valve movement on balloon. The subsequent release in tension from flex tip retraction could then have contributed to the observed valve movement. There appears to be a sharp bend in the patient anatomy which is an indicative of tortuosity in the patients anatomy. Navigation through the tortuous anatomy could contribute to the build up of tension in the system. As the flex tip is retracted the valve can be noted to have moved more proximally which could be indicative of the release of tension build up in the system upon flex tip retraction prior to valve deployment. Available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment performed in non straight section) may have contributed to the thv moves on balloon event. However, a definitive root cause was unable to be determined. The complaint for balloon burst was able to be confirmed. No manufacturing nonconformances were identified during the evaluation. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) may have contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for alignment difficulty was able to be confirmed. No manufacturing nonconformances were identified during the evaluation. While a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment performed in non straight section) may have contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for thv moves on balloon was confirmed through imagery review. A manufacturing non-conformance contributed to the reported event. Available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment performed in non straight section) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No labeling or IFU/training inadequacies were identified. A CAPA and pra were previously initiated.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26 mm sapien 3 valve within a non edwards valve in the mitral position, there was difficulty crossing the septum. There were two safari wires being used, the physician used a balloon to dilate the septum through one wire and another wire to move forward the delivery system with the valve. The top of the valve touched the bottom of the balloon used to dilate the septum when the physician was pushing the delivery system across the septum. The valve was aligned normally in the ivc, but when the system was moving into the left atrium, it moved forward a little bit. Realignment of the balloon was attempted, but was unsuccessful. It was determined there was enough balloon covering the valve for deployment and the valve was deployed. During deployment, the valve moved even more forward and the balloon burst. The device was completely removed. The valve was post dilated with 26mm non edwards balloon. The valves final position was 70:30 aortic/ventricular and was functioning well. The patient was doing well and was discharged home 2 days post procedure. Review of the images showed the valve was not aligned to the distal marker and the valve had asymmetrical expansion. The patient has moderate degree of calcium in the annulus/leaflets.